Manufacturer narrative:
T was reported the lot number of the implanted rods are 5164530 and 5164526. Synthes is unable to determine which lot # potentially contributed to the complaint event; therefore, all lot numbers are being reported as follows: lot #5164530 and lot #5164526. Date of manufacture for lot number 5164530 was 03/23/2006. Date of manufacture for lot number 5164526 was 03/14/2006. A review of the device history record (DHR) for part 498.103, 6.0mm ti hard rod 75mm, lot number 5164530 showed that there were no issues during the manufacture that would contribute to this complaint condition. A review of the device history record (DHR) for part 498.103, 6.0mm ti hard rod 75mm, lot number 5164526 showed that there were no issues during the manufacture that would contribute to this complaint condition. The date of event is not known. Manufacturer name corrected from synthes USA to synthes (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event as follows: on (B)(6) 2007, patient had a decompressive laminectomy at l5 with instrumented fusion from l5 to s1. In (B)(6) 2011, patient complained of lumbosacral pain with burning in right leg. On (B)(6) 2011, patient was noted to have decreased range of motion but had intact neurovascular function. On (B)(6) 2011, patient was admitted to hospital with possible fracture of sacral pedicle screws. Surgeon performed a removal of pedicle screws and rods at l5-s1 with bilateral l5-s1 decompression and bone graft augmentation. Surgeon recorded in his post-operative report that the right rod for the pedicle screws was fractured immediately caphalad to the s1 screw. This is report 1 of 3 for complaint (B)(4).